Manufacturer narrative:
A philips service engineer inspected the system and found that the main cabinet was failing to supply power to the x-ray generator. The engineer replaced the mains interface module and returned the system to use in good working order.

Event description:
It has been reported to philips that, during fluoroscopy, there was an error message -- x-ray not available. The procedure was completed after transferring the patient to another room. No harm has been reported to philips.